Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was placed over impella 0.018 wire. Pigtail was pointing toward the mitral valve. During repositioning, impella came out of the aortic valve and was unable to cross back. The impella implantation was unsuccessful. The patients outcome is unknown.

Manufacturer narrative:
Positioning issues: the cause of the positioning issues most likely was use related because the pump pulled out of the lv upon initial repositioning attempt.